Event description:
It was reported that the procedure was to treat a moderately calcified, 99% stenosis in the peroneal artery. The 1.5x40mm armada 14 balloon catheter was advanced; however, it would not advance when the armada 14 crossed the bifurcation between the posterior tibial artery and the peroneal artery due to patient anatomy. The balloon was inflated, but ruptured during the first inflation at 8 atmospheres. A non-abbott device was used to complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint handling database revealed no other similar incidents reported from this lot. Based on the reviewed information, no product deficiency was identified